Event description:
In 2009, patient reported, she was feeling a little discomfort at the site. Had her to remove the site and inspect it for damage or kinks or bends. She removed and said it looked normal and there were no bends or kinks. Patient reported she did see some insulin leaking back out of her site. She stated she also had a lump at the site. Asked she press lightly at the site of the lump. Patient reported more insulin came out of the site. Explained that it appears she may have some pooling at the site. She said that explained the higher readings she has been experiencing since the day prior to report. Patient reported her readings and went up to 301 mg/dl the same day and at 2 am it was at 256 mg/dl. She stated this morning her reading was at 190 mg/dl. Patient's target blood glucose range is between 100 - 140 mg/dl. Patient reported she had been bolusing, but her readings were still elevated. Asked her to change her site. She stated she inserted a new site while on the call. Advised a site at least 2 inches away from the last. Advised she monitor her readings and treat according to her physicians instructions. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.